Event description:
During a ventriculoperitoneal shunt placement, the certas valve was placed in the surgical site. The valve was tested prior to closure and was not working. The malfunctioning valve was taken out of the patient and was replaced with a codman hakim valve, which was tested and worked. The surgery was completed and there was no harm to the patient. Per hospital, the rep was notified.